Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin irritation that required medical intervention (oral antihistamines) cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 51-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2025, a novocure device support specialist (dss) reported observing redness on the patient's scalp, and the patient reported experiencing itchiness. The patient applied a restorative topical cream, and her health care provider (hcp) prescribed an unspecified oral antihistamine. The patient's prescribing physician was contacted for additional information, but no response has been received to date.